Manufacturer narrative:
Results of investigation: the main pcba (printed circuit board assembly) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The cause of the reported issue was isolated to a faulty transducer.

Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported xdcr (transducer) error alarming on the vela ventilator. The customer stated there was no patient involvement associated with this event.